Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental.

Event description:
It was reported that the doctor had final tightened screws with the rod in place and decided to take the rod out and make some adjustments. When he took the rod out the screw heads were in a lock position he then used the mono driver head adjuster to loosen the heads and the tulip head came off the pedicle screw.